Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the initial evaluation of the device at the manufacturer's service center, the device was found to have exterior damage and there was a gap between enclosures. After device exterior damage was repaired, the device failed the positive flow verification test step during testing. Device was recalibrated to address the issue. The device was re-tested, the device did not fail the positive flow verification test step again, but it did fail the nurse call test step during testing. The interface board was replaced to address the issue.